Event description:
It was reported that the user experienced hyperglycemia after a recent supply change while the pump interface was stuck on a ¿press and hold¿ page that prevented insulin delivery; upon guidance, the user disconnected the tubing, completed the steps to exit the screen, and insulin delivery resumed. Investigation included technical troubleshooting by customer support and user education. Further investigation of this case revealed insulin delivery interruption due to user being trapped on a user-interface screen, which was resolved through guided steps and recommendation to change supplies. There was no user reported clinical symptoms associated with elevated blood glucose. Outcomes included temporary interruption of insulin delivery with subsequent improvement, as evidenced by a blood glucose of 181 after follow-up, and no hospitalization. It was concluded that the event was related to use error resulting in transient hyperglycemia with successful recovery after resuming insulin delivery and advising a supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.